Manufacturer narrative:
Correction: omit concomitant 8100, 8015 on initial report.

Manufacturer narrative:
The customer¿s report that the top of the needleless port was broken was confirmed. Visual inspection showed that the set¿s proximal smartsite y-body valve was broken into two pieces and the top white portion of the valve was still attached to the concomitant secondary set¿s distal male luer. Further inspection under magnification showed whitish colored scratches and stress markings on both the component and male luer. Functional testing could not be performed due to the damage. The root cause of the broken port was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "register nurse noticed the top of one of the needleless ports on the IV tubing was broken and medication was free flowing on the floor." The customer reports in addition to the above medwacth details, there was no report of patient harm, and the IV was attached at the time of the event.